Event description:
A finetuner echo was returned to service and repair. Upon preliminary investigation at service and repair it was determined there is failure of the tantalum capacitor.according to the repair request form, the device had no function. No injury has been reported.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Correction: in the previous follow-up report submitted the date of manufacturer awareness was entered as 27-sep-2023. The correct date is 26-sep-2023. This has been corrected in this report. All other information remains the same. Conclusion: according the information received, a finetuner echo was sent to service repair due to not functioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed malfunction. No injury was reported. This is a final report.

Event description:
A finetuner echo was returned to service and repair. Upon preliminary investigation at service and repair it was determined there is failure of the tantalum capacitor.according to the repair request form, the device had no function. No injury has been reported.

Event description:
A finetuner echo was returned to service and repair. Upon preliminary investigation at service and repair it was determined there is failure of the tantalum capacitor. According to the repair request form, the device had no function. No injury has been reported.

Manufacturer narrative:
Conclusion: according the information received, a finetuner echo was sent to service _ repair due to not functioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed malfunction. No injury was reported. This is a final report.